Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s current blood glucose level was 530 mg/dl. Customer stated that infusion set cannula was slight bent. Customer was not using automode feature at the time of incidence. The insulin pump will not be returned for analysis.